Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. No button error alarms were found. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The unit had a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a beeping noise, a black circle on the display, and a button error alarm. The customer's blood glucose level was 174 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced and returned.